Event description:
It was reported that during a coronary stenting treatment procedure, the catheter froze on the guide wire. A 2.5 x 28 mm non bsc stent was implanted in the 95% stenosed, non-tortuous and non calcified mid left anterior descending artery (lad). During withdrawal the stent delivery system became stuck on the luge guide wire. The physician was able to successfully remove everything as a system. A 12 mm taxus express2 atom was then placed distal to previously implanted non bsc device. The procedure was successfully completed with no patient complications. The patient's current condition is listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.